Manufacturer narrative:
The device was returned and evaluated, and the device was found to make noise when turned on, and there was corrosion. The generator boar was defective and needed to be replaced. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the electrosurgical unit, the device was blowing fuses when the power was switched on. The issue was found during preparation for use, and the device could not be used for the procedure. There was no patient involvement/harm associated with the event. The device was returned and evaluated, and the device was found to make noise when turned on, and there was corrosion. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a generator board failure. Olympus will continue to monitor field performance for this device.